Manufacturer narrative:
The device was evaluated by the MFR and upon disassembly found the impreglon coating on the collet has flaked off. The impreglon 218 process using dupont (B)(4) coating wore off the collet and was inside the collet finger slots. This causes the attachment to not fully grip or hold the wire pins properly and the lever becomes difficult to actuate. The device is not repairable.

Event description:
It was reported that the wire was sticking in the device due to wear in the impreglon coating. There was no pt involvement or adverse consequences related to this event.